Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) representative regarding an implantable neurostimulator (ins). The reason for call was pt rep said pt stopped using stimulator after pt had a x-ray in september 2019 that showed the pt had a broken lead. Pt rep said pt now had "concerns" about the ins and wanted to know if it should be explanted. Pt rep did not know what the concerns were and mentioned pt could not call out from their nursing home.